Manufacturer narrative:
E1 address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the screen became noisy during inspection for use, involving an olympus laparoscope, gynecologic. There were no reports of patient involvement.